Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device jammed and would not open after sealing a vessel. The blade also protruded from the jaws. Scissors were used to remove the device, and no patient injury occurred.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: 2017-07-31 sections updated with new information. One used lf1637 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found eschar within the hinges of the jaw, and the knife was exposed. Further investigation of the rfid tag found the device had been used multiple times on different dates. The investigation identified the root cause of the damage to be reuse of a single use device. The IFU states the device is indicated for one use. Product testing has only been performed to simulate single-use conditions, and reprocessing/multiple uses could potentially affect the structure, components, as well as function of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.